Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges head set was wet after delivering a bolus. Caller reported having the same issue the day before and again by the 4th infusion set from the same box. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.